Event description:
A us distributor reported that a monitor that was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service codes) has been confirmed. Upon investigation the monitor did not pass a pulse test and displayed service code 110. The cause for the failure was isolated to defective component on the pca board. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.